Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed.

Event description:
It was reported that during a da vinci-assisted upper left pulmonary lobectomy procedure, the patient experienced post-operative bleeding. The issue occurred after vascular anastomosis was performed and the wound was closed without any problems. Blood pressure dropped just before the end of surgery. Hemorrhage was suspected and an emergency thoracotomy was performed with an incision being enlarged to 6 cm. Bleeding from the anastomotic site was observed, with the patient having vascular invasion and the pulmonary artery being anastomosed. The surgeon believes that post-closure, when the thoracic cavity was negatively pressurized with a chest drain and the lung was re-inflated, the anastomosis was torn when the left lower lobe protruded into the thoracic cavity. Per the site, this issue is not limited to robotic-assisted surgery but can also occur during either vats or thoracotomy. The patient tolerated the conversion. According to the surgeon, bleeding is generally expected in cases where vascular anastomosis is performed. However, the bleeding cannot be detected during the procedure, and it occurs when the pressure becomes negative. Blood transfusion was administered. The blood loss amount and blood transfusion amount are unknown. The patient was in good condition after the procedure and was discharged to home after one week of hospitalization. The surgeon is not concerned about this event causing any long-term complications with the patient. There is no allegation of a malfunction of a da vinci system, instrument, or accessory caused or contributed to the reported event. The system, instruments, and accessories were inspected prior to use and no damage or abnormalities were detected.